Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip popped wide open in unknown anatomy. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that only the clip assembly was returned, and it was returned in an open state. Additionally, both of the clip arms were bent. Microscopic examination was performed, and it was found that the locking tabs were opened which is evidence of a proper deployment. No other problems with the device were noted. A media analysis was performed, and two clips were possible to observed, one in an open state and detached from the catheter, and the other one was in a close state. The reported event of clip falls into the patient in an open state was confirmed. It is possible that an attempt of grasping a large amount of tissue and applying a tangential load to the clip assembly could have caused the clip detachment and the found problem of clip arms being bent. Additionally, it is possible that the customer tried to grab a big amount of tissue, causing the yoke to open the locking tabs, but it was not enough to activate the clip arms. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the upper gastro-intestinal (gi) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy and then popped wide open at the first stage of deployment. The device was then removed, and the procedure was completed with another resolution 360 ultra clip. Note: a photo submitted by the customer shows the clip assembly outside patient and it could be observed that the clip arms were bent wide open. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the upper gastro-intestinal (gi) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy and then popped wide open at the first stage of deployment. The device was then removed, and the procedure was completed with another resolution 360 ultra clip. Note: a photo submitted by the customer shows the clip assembly outside patient and it could be observed that the clip arms were bent wide open. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip popped wide open in unknown anatomy.